Event description:
Abbott diabetes care (adc) received a medwatch report containing the following information: a healthcare professional requested that supply shipments be stopped due to the patient's passing. The healthcare professional also expressed uncertainty about whether the patient had continued taking the medication prior to their death. No contact information was provided to adc; therefore, adc is unable to attempt any follow-up activities related to this event. Based on the information provided, it cannot be reasonably concluded that the adc product has or may have caused or contributed to the death.

Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. The reported product is not expected to be returned as the customer did not provide contact details to adc for device return. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.